Event description:
Three reported incidents of the guidewire kinking at the tip of the needle while in the radial artery. The problem was experienced when the removal of the guidewire was attempted. The catheters were removed and subsequent catheterization attempts were successful.